Event description:
Further follow up identified the lead was explanted and replaced due to observing invalid impedances during the lead revision. Reportedly, the patient has effective stimulation post-operatively.

Manufacturer narrative:
Result: the report from the field was confirmed. Visual inspection of the returned lead found two broken wires. Electrical testing found two open channels which confirmed the visual observation.

Event description:
It was reported the patient experienced loss of therapy following a spinal fusion procedure. A sjm representative reported the patient's scs system was autoreducing. Diagnostics determined high impedances. Reprograming was tried to no avail. X-rays did not reveal any anomalies. The physician will consider fluoroscopy and surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.